Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient ID not provided/unknown. Patient's age not provided/unknown. Patient's weight not provided/unknown. Device catalog number and lot number not provided/unknown. Device not returned.

Event description:
It was reported that the implant threading was damaged. Implant remains in the patient's mouth.